Manufacturer narrative:
Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multiyear process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. Per follow-up with the physician, there is no allegation that this valve failed prematurely. Based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve implanted for 14 year and 3 months, is being evaluated for a valve-in-valve procedure due to degeneration with thickened cusps, stenosis, and moderate to severe insufficiency. Patient presenting with shortness of breath and dyspnea, chf, nyha ii. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve implanted for 14 year and 3 months, is being evaluated for a valve-in-valve procedure due to degeneration with thickened cusps, stenosis, and moderate to severe insufficiency. Patient presenting with shortness of breath and dyspnea, chf, nyha ii.